Event description:
It was reported that they are having issues charging their implant and the issue began 3 or 4 days ago. Patient mentioned that during that time they had an arm surgery and could not use the therapy because the implant had no battery. Patient stated every they time try to charge their ins controller would say recharging needs attention. Patient also stated they can't get it to excellent and it just says poor recharge quality. Patient mentioned they have reset the controller about 3 times. During the call patient service walked patient through resetting the controller. Patient confirmed controller battery at 90% and ins battery had a red strip with a caution sign next to it. Patient verified no damage to the controller battery compartment or to the recharger. Patient then connected the recharging antenna and patient was able to start a recharging session with excellent quality but then it would flip off to good then to poor recharge quality patient confirmed they never used the belt while charging because it was uncomfortable . The issue wa s not resolved. A request was sent to the repair department to replace the recharging antenna. See case previous case for the report of patient mentioned they had their rechargers replaced in the past. Patient called stated they received the rtm and they are still having the same issue with charging the ins. Patient stated they get passive recharge screen, poor quality, excellent for a second and excellent goes away. Controller is 100% charged. Agent asked patient if they had fall or trauma and patient said they fell (B)(6) 2025 but the ins charged up after that. Agent asked patient to reposition the recharger and continue to get poor quality. Patient stated they can feel the ins on the waist. Agent reviewed external devices are functioning as intended. Agent recommend patient consult with hcp ofc for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.